Manufacturer narrative:
510k: this report is for two unknown 3.5mm cortex screws. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was originally implanted with an 8-hole reconstruction plate and 8 screws (seven 3.5 cortex screws in the plate and one 3.5 cortex lag screw) on an unknown date due to a pubic symphysis fracture and associated fracture of the pubic rami. Two screws subsequently backed out of the plate and the plate lost stability. The surgeon felt that this might have been because they tried to span both the symphysis and rami. The rami healed; however, the symphysis fracture did not close. Patient was returned to surgery on (B)(6) 2017 where the symphysis was reduced and the plate and seven screws were removed intact; the one lag screw was left in the patient. The patient was revised to a synthes 12-hole locking pelvic reconstruction plate, five 3.5 cortex screws and one locking screw. The surgery was successfully completed with no surgical delay. The patient was reported as stable and doing well. Concomitant medical products: 3.5mm low profile curved recon plate 88mm radius 8 holes (part 245.908, lot h224656, quantity 1), cortex lag screw (part number unknown, lot number unknown, quantity 1), screw (partial part number 204.8xx, lot number unknown, quantity 5). This report is for two (2) unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection of the provided x-rays and drawing review were performed as part of this investigation. The complaint condition is confirmed. The provided x-ray is consistent with the reported construct of an one 8 hole plate, 7 screws in the plate, and one lag screw. The image shows that the 4th and 5th screw heads (right to left) are superior to the plate. Replication of the complaint condition is not applicable as the review was performed based on the provided x-rays. Relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A definitive root cause could not be determined as the devices were not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it took approximately 5 hours duration to complete the surgery. Incident occurred during the revision surgery is capture under com-(B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reason of leaving the lag screw in the patient might be because it was not loose and had healed in the area it was used.